Manufacturer narrative:
Product analysis the full lead was returned, analyzed, and no anomalies were found. The exposed superior vena cava defibrillation coil became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead implant procedure the superior vena cava (svc) coil was "loose." The lead was not implanted and another lead was successfully implanted. No patient complications have been reported as a result of this event.